Manufacturer narrative:
Received one ia12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The trocar tip broken. The likely cause of the failure is due to the use of robotic tools during the procedure. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 60 reports, regarding 63 devices, for this device family and failure mode. During this same time frame 1,040,298 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. CAPA-509 has been initiated to address this issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, (B)(6), airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted endoscopic gastrectomy and ¿just before the end of the surgery, the camera image showed damage to the tip of the port. Surgeon searched for fragments under the endoscope, but they were not found. It may have been left in the body. Since there are no scratches on the inner cylinder, the outer cylinder may have been damaged by external stress.¿. The procedure was completed with an alternate unknown device. This report is being raised on the basis of injury due to fragmentation, although not found in the patient, they cannot produce the piece and its location is unknown.

Event description:
Conmed (B)(6) reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted endoscopic gastrectomy and ¿just before the end of the surgery, the camera image showed damage to the tip of the port. Surgeon searched for fragments under the endoscope, but they were not found. It may have been left in the body. Since there are no scratches on the inner cylinder, the outer cylinder may have been damaged by external stress.¿. The procedure was completed with an alternate unknown device. This report is being raised on the basis of injury due to fragmentation, although not found in the patient, they cannot produce the piece and its location is unknown.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.